Event description:
Doctor 1 repaired an ankle fracture on a 39-year-old female patient on (B)(6) 2018. The associated trillliant surgical sales representative called to report that he heard from doctor 1 on (B)(6) 2019 that the patient went to the emergency room on (B)(6) 2019 with report of pain. Fluoro was utilized to confirm that the 9 hole contour tibia plate (300-62-002) was broken. A follow up appointment was scheduled with doctor 1 where he advised that the best course of action would be to take a CT scan to determine whether or not fusion had occurred. The scan revealed a non-union. It is unknown whether fusion occurred prior to the incident that resulted in the plate break. The patient does not know what could have caused the break. Revision surgery has been scheduled for on (B)(6) 2019 and doctor 1 plans to remove the 300-62-002 along with the associated screws, use concelltrate, and replate the site. The sales representative will return the broken 300-62-002 and associated screws to corporate upon removal from the patient.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-7 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Catalog# and serial# (d4) not utilized by trilliant surgical. 3. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 4. Reprocessor name and address (d9) n/a to this report. 5. Concomitant medical products and therapy dates (d11) not reported. 6. Section h9 n/a to this report. 7. No files attached to this follow-up report. Corrected information provided in follow-up submission: b1: adverse event and product problem are selected. B5: minor typo corrections. D2: common device name corrected. Product code is correct in initial submission. D3: fax number added. D4: model#, catalog#, serial#, unique identifier (UDI)#. E1: initial reporter corrected to be the physician who reported the event to the sales representative. Sales representative email address removed. State corrected. G1: establishment name corrected. G2: fax number added. G3: health professional and distributor selected as report source while company representative is removed. H3: evaluation summary attached is selected. H10: corrected data. Additional information provided in follow-up submission: g1: name, email, and telephone updated as different personnel is submitting the follow-up submission than submitted the initial submission. G2: fax number added. H10: additional manufacturer narrative.

Manufacturer narrative:
Investigation summary: an event was reported involving a (B)(6) year-old female patient. The patient went to the emergency room reporting pain and it was discovered that the 300-62-002 9 hole contour tibia plate was broken. A CT scan confirmed a non-union, although it could not be confirmed if fusion had occurred prior to the plat break. Revision surgery was scheduled for (B)(6) to re-plate the site. The broken plate and associated screws were returned to corporate for evaluation. Review of the device history record (DHR): the lot numbers for the returned screws were not available and, additionally, there were no indication of discrepancies or malfunction for the screws. The lot number of the returned plate was confirmed to be tsl002987, this is laser marked on the plate. Lot tsl006287 was manufactured from 10/23/2015-10/26/2015. (B)(4) parts were manufactured, and (B)(4) parts were scrapped in-process. All parts underwent 100% final inspection for all critical features. (B)(4) was initiated due to two parts measuring out of tolerance, one for overall length and one for height. Both parts were dispositioned as scrap and were not released to inventory. The remaining 11 parts were released to inventory on 11/18/2015. There were no deviations or reworks associated with this lot. No discrepancies related to the complaint were identified during the DHR review. Visual and dimensional inspection: visual inspection of the plate confirmed that the plate was broken in two places around the contour. Minimal damage or discoloration was observed on the plate. The returned plate was not able to be entirely dimensionally inspected due to the breaks. The thickness of the plates was evaluated at the two regions called out by dwg 300-62-002 rev b (which it was manufactured to) and found to be within specification. See attached inspection data on drawing 300-62-002 rev b. The area where the break occurred does not have a critical dimension for the thickness due to and therefore was not evaluated. A total of five locking screws and four non-locking screws were returned to trilliant surgical along with the plate. There was no indication of any deficiencies or malfunctions associated with the screws. The screws were visually reviewed and found to have minimal wear and tear, likely from insertion and removal. Screws were not dimensionally inspected as there were no reported problems. Evaluation of similar complaints: the complaint log was reviewed for part number 300-62-002 and trilliant surgical has never received a complaint on this part number. Root cause determination: the complaint was reviewed with r&d sustaining engineer for the gridlock ankle system who provided that the severity of the break likely did not occur without some sort of trauma or high impact event. The event details were not able to confirm this evaluation as there were no indications of patient noncompliance or misuse of the device. Review of the DHR confirmed the device met all established acceptance criteria prior to its release to the field. Visual and dimensional inspection for the returned product verified that the critical features relating to the plate's load resistance (plate thickness) were in specification. An isolated root cause is not able to be assigned as the event details do not indicate patient noncompliance and this is the first reported instance of this plate breaking. The field shall continue to be monitored.

Event description:
The surgeon repaired an ankle fracture on a (B)(6) year-old female patient on (B)(6) 2018. Our sales representative called to report that he heard from the surgeon on (B)(6) "21019 "that the patient went to the emergency room on saturday, (B)(6) with report of pain. Fluoro was utilized to confirm that the 300-62-002 9 hole contour tibia plate was broken. A follow up appointment was scheduled with the surgeon where he advised that the best course of action would be to take a CT scan to determine whether or not fusion had occurred. The scan revealed a non-union. It is unknown whether fusion occurred prior to the incident that resulted in the plate break. The patient does not know what could have caused the break. Revision surgery has been scheduled for wednesday, (B)(6), and the surgeon plans to remove the 300-62-002 plate along with the associated screws, use concelltrate, and replate the site. The broken 300-62-002 plate and associated screws will be returned to corporate upon removal from the patient.